Manufacturer narrative:
Due to system limitations, section h6 required to input investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. A review of the manufacturing documentation associated with lot f2607004 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the user was unable to press button number 2 of a 6f/7f mynx control vascular closure device (vcd) after they deflated the balloon. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). Button #1 was properly and completely activated before button #2 was attempted. The tension indicator displayed a ¿clock symbol¿ after button #1 depression. The balloon deflation did not deflate as it usually does. When the stopcock was turned and the syringe in locked position, the balloon did not deflate and a second pull on the syringe had to be done to deflate the balloon. The balloon was prepped with 100% saline. Button #2 could not be depressed at all. There was no damage noted to the button. The balloon was not inverted. There was no suspicion that the balloon lost pressure prior to attempting balloon retraction. The mynx vascular closure device (vcd) was used in an interventional procedure. The procedure used a retrograde approach. There were no kinks in the sheath or device after removal. A non-cordis 6f sheath introducer was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The user was trained on the device. The device was discarded and will not be returned for evaluation.